Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the insufflator due to error 33002. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and the reported failure of insufflator displays message indicating it cannot be used was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto a known good in-house system and powered on with error message. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a communication issue; however, the exact root cause could not be determined more specifically.

Event description:
It was reported that during a training/demo of the da vinci system, the insufflator start button was not lighting up. The jun-air compressor was set to 20 psi and it could not be adjusted. There was a note to set to 60 psi. The blue valve was pulled out. There was no report of patient involvement.